Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, 28mm amplatzer amulet was chosen for implant using a 14f amulet delivery system. No pericardial effusion was noted prior to the procedure. The transseptal puncture was performed and was noted to be inferior posterior in location. Following deployment, multiple tug tests were performed to assess device stability. There was difficulty during implantation, requiring multiple manipulations, with the device being partially recaptured four times. Wire and delivery sheath exchanges were performed during the procedure, with the wire positioned in a pulmonary vein. Heparin was administered during the procedure. No mis-sizing was identified at the time of implantation, and the device position appeared satisfactory at the conclusion of the procedure. Approximately five hours post-procedure, the patient experienced acute clinical deterioration consistent with cardiac tamponade. Emergency evaluation confirmed the presence of a pericardial effusion, and the patient was transferred urgently for surgical intervention. During surgical exploration, a perforation of the pulmonary artery was identified, which the user attributed to protrusion of the amulet device hooks into the pulmonary artery, based on procedural imaging provided. Surgical repair of the pulmonary artery was performed successfully, and the artery was closed during the operation.